Manufacturer narrative:
(B)(4).no complaint was received with return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned. Insulation abrasion breaching one ring electrode cable lumen was noted at 4.7 cm to 7.1 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.